Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater then 125 ohms and elevated thresholds. There was no noise observed. Technical services discussed troubleshooting options. Additional information was requested from the field in which no information could be obtained. The lead remains in service. No adverse patient effects were reported.